Event description:
It was reported that leakage occurred from the bd pegasus¿ safety closed IV catheter system's "junction of prn and connection site" during use.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8138464. Our records show that this is the only instance of leakage occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. Unfortunately a physical sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred from the bd pegasus¿ safety closed IV catheter system's "junction of prn and connection site" during use.